Event description:
It was reported via medwatch report that immediately after insertion, the intra-aortic balloon pump (iabp) was having difficulty finding a trigger to time off of and it was not auto filling with helium. The m.d. Was turning the valves on the helium tank and may have turned of the helium. Helium was heard suddenly escaping from the tank. The m.d. Turned the valve back and the leaking stopped. The iabp was taken off of the autopilot mode and put into manual trigger select as CPR was being done on the patient and selected the fiber optic trigger. The iabp then auto filled and started pumping. It appeared to be operating normally at that time. The iabp was not alarming during the procedure until the patient was taken to the operating room (or). It appeared to again have trigger issues because the o.r. Does not use the EKG cable from the iabp (a slave cable from the o.r. EKG to the iabp). The perfusionist was managing the iabp at that point. The m.d. Who inserted the intra-aortic balloon (iab) suggested that it was possible the balloon was damaged during insertion through the arterial sheath. It seemed that at no time was there evidence of any brown flecks in the clear helium tubing; the presence of brown flecks is an indication of balloon rupture. The original intended use was for inserting of iab during cardiac cauterization. Patient relevant history/information: diabetes, the patient was brought in by paramedics, found to be in stemi. The patient had an emergent angiogram. Angiogram was complex. During the procedure, patient required CPR. Other devices in use on the patient: iabp placed during emergent angiogram. Patient required emergent CABG immediately afterwards. Catalog number 080190200724 / iab-05840-lws, lot number kf2114545 was used in this event. Additional information received on (B)(4) 2013 per the risk management coordinator stated that she does not know the serial number of the pump, it was not provided to her. Patient came in as a code stemi, during angiogram, it was determined that CABG was necessary. Iab placed successfully in the cath lab initially, which is where the initial problem was with the helium filling. Patient went to the operating room and then to intensive care unit. Upon arrival to the ICU, it was noted there that the pump was alarming helium loss. As a result, the iab was removed and another was re-inserted via left groin/femoral artery (used for each insertion) by the surgeon and the issue was resolved. There was no delay or interruption in therapy noted. There was no report of patient harm, complications or injury. The patient outcome is the patient expired approximately 2 weeks later. Per the risk management coordinator, it is unknown if this directly affected the patient outcome. The device or anything related to the iabp is not believed to have caused or contributed to the patient's death per the risk management coordinator.

Manufacturer narrative:
(B)(4).